Event description:
Parent of patient reported intermittent out of range.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (mt-20649/(B)(4)), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on (B)(4) 2012. The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event of intermittent "y" icon. The root cause was determined to be a firmware issue.